Event description:
The customer reported to olympus, the colonovideoscope had distal end defects (including lens and cover) and internal defects of the channel such as foreign object seen with boroscope at 30-40 from distal end. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's report was confirmed; there was a restriction in the brush passage and a crack in the light guide lens. In addition, the investigation discovered the following; a leak in the biopsy or instrument channel, the forceps passage had tear marks and a stain inside, low angulation, a deep dent on plastic cover, the bending section cover or distal sheath (black covering of the bending section) adhesive had a crack, the suction flow had leaking, and the scope connector had a crack. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that could not be conducted properly due to a leakage from the biopsy channel. A further cause of the leakage could not be presumed. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection: IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.